Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 468 mg/dl. The customer reported that the sensor went bad, so the customer took sensor off and turned it off. The customer was treated with insulin pump however blood glucose level did not come down so high blood glucose level was treated with manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Per complaint notes, high blood glucose was morning of (B)(6), 2017.